Manufacturer narrative:
H10: the required information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to label claims. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided to enable investigation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The customer reported a false negative with binax now covid-19 ag card home test performed on (B)(6) 2021 when using a positive swab. Multiple attempts were to obtain additional details regarding the event to no availability.